Event description:
It was reported that the patient complained of a shocking sensation in the upper chest area near their implantable pulse generator (ipg). It was also noted that the right ventricular (rv) lead had a high number of short v-v intervals. The pocket was opened to further investigate and the device and patient's arm were manipulated in an attempt to uncover any lead issues. No noise was observed so the rv lead was left in place and the ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analyzed. There was no anomalies found.